Event description:
During the procedure, the securestrap absorbable fixation device failed and tacks jammed. The device was removed from the field, and a new device was used. It is unknown if the new device is of the same or different lot.what was the original intended procedure?laparoscopic lysis of adhesions, laparoscopic repair of parastomal hernia as well as a midline incisional hernia with use of one large piece of supramesh.device #1is this a laboratory device or laboratory test?no.